Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 27; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a flogard infusion pump with failure code 27 was confirmed and reproduced during product evaluation. This condition was caused by a malfunction in the slide clamp detection circuit due to loose sensor connectors. The slide clamp sensor connectors were cleaned and re-soldered to fix the reported problem. Should additional information be received, a follow-up medwatch will be submitted.